Event description:
Procedure was 3rd molar extraction (wisdom teeth). Doctor noted burn blisters on lower lips, both sides of pt immediately following procedure. Doctor noted applied cold 2x2. Not sure if burn was discussed during follow up appointment 1 week later.